Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the PICC was placed in the cath lab on (B)(6) 2018. It was stated that the PICC broke/tore externally by the hub on (B)(6) 2018. The catheter was removed and replaced. The patient had to be transported to or and undergo anesthesia in order to have the PICC replaced due to his complex cardiac condition.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of split near the hub is confirmed; however, the exact cause is unknown. One 3 fr single lumen powerpicc sv was returned for evaluation. An initial visual observation showed a large amount of blood residue within the extension leg. A split was observed in the extension tubing just within the distal end of the luer connector hub. The ink on the extension tubing was observed to be worn and faded. The sample was flushed with a 12 ml syringe of water and a leak was observed emanating from the split in the extension tubing. A microscopic observation revealed the fracture surface of the split was rough and exhibited cracks/fissures and beach marks, which are typical of material fatigue; however the exact cause of the split is unknown at this time, and could not be confirmed as a deficiency in product manufacture or a deficiency while under correct product use. Possible contributing factors include material fatigue and mishandling by patient or clinician. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the PICC was placed in the cath lab on (B)(6) 2018. It was stated that the PICC broke/tore externally by the hub on (B)(6) 2018. The catheter was removed and replaced. The patient had to be transported to operating room and undergo anesthesia in order to have the PICC replaced due to his complex cardiac condition.